Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened as the threads were observed to be damaged. A power loss was not observed. Two battery compartment cracks were observed. The current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components observed inside the pump. There were no alarms related to the complaint observed in the black box and there was no evidence of excessive battery usage or short battery life observed in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The reporter contacted animas alleging that the batteries were having to be changed every two weeks and that, in the past, they had been lasting for a month.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power/battery life issue. The reporter stated that there had been a decrease in battery life. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.